Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced burning, redness, swelling, and inflammation under and extending beyond the sensor patch. On (B)(6) 2021, the patient was evaluated by a healthcare personnel (hcp) at the hospital who drained fluid from the skin reaction and treated with patient with topical and oral antibiotics. At the time of the report, the patient stated the reaction was healing. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.